Event description:
Per the audiologist, reportedly, the pt showed intermittent response to sound when using the cochlear implant system. The pt was implanted in the contralateral ear to try and "capture" the better ear. The pt did not developed any language skills after the sound processor was switched on. The cochlear implant was explanted and the pt was reimplanted with a an auditory brainstem implant (abi). Use of the abi was not recommended by cochlear ltd.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.